Event description:
The hcp reported a pt presented to the ER with bradycardia and was unresponsive. The hcp was working the pt up for a cause/diagnosis and called for info on the pt's implanted devices. The pt has dystonia and has two implanted deep brain stimulators. See MFR report #6000032200703398. Additional follow up has been attempted, however, the pt's following physician is unk at this time. Follow up attempts continue to date.

Manufacturer narrative:
.